Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail balloon ruptured at 14 atms on the second inflation. The first inflation was to ten atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon of the same type and size to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.